Event description:
Covidien received information stating that an 840 ventilator was inoperable while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The evaluation and repair of the device is still ongoing and has not been completed.

Manufacturer narrative:
(B)(4).